Event description:
It was found through x-rays that the slit of the stem was broken. No revision performed at this time. The broken part was posterior flute of 50mm proximal from distal end.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.